Event description:
It was reported that the device failed with a cloud of smoke.

Manufacturer narrative:
We have requested the monitor in question to return to draeger for further investigation. We will provide investigation results to FDA as soon as it become available.